Event description:
Add'l info received from reporter on 01/13/2016: I have a claim #mw5044881. I had the bard3d max mesh put in me on (B)(6) 2014 and I developed major complication such as rash, fatigue jaundice, constant pain, fever, chills, mood swing, no longer able to work due to not able to sit or stand for any amount of time. I had the mesh removed on (B)(6) 2015, and for some reason the surgeon removed 3 of my nerves and said the mesh had attached to them. I now have severe pain, weight loss, fatigue, no sex drive, enlarged prostate, cysts on my liver, enlarged prostate, constipation, diarrhea, leg goes numb, a testicle that hangs down farther and gives me constant pain, constant burning in my groin. My doctors are still finding more organs that were damaged by the mesh. I still am not able to work at all due to all of my health problems from the polypropylene mesh. I do not feel the surgeon who removed the mesh has reported everything correctly to you. He has told me one story and reported another. I was perfectly healthy man until the mesh was used to repair a inguinal hernia. I have yet to have been explained from either surgeon of why I have had all of these complication just like many more men who have been through the same thing as I have. If you would actually look into this matter closer, you will see how many men and women have died from hernia mesh and how many millions of men and women of all ages that no longer are able to have a healthy normal life and that there are more everyday who develope cancer all from the polypropylene mesh. How many more people have to lose their lives before you can stop the mesh being put in us humans?

Event description:
I had the bard3d max mesh put in me on (B)(6) 2014 and within a months time my health started getting worse. I developed an allergic reaction, swelling, rash, cold sweats, severe abdominal and groin pain, severe breathing problems, loss of sex drive, sick after eating, lost weight, lost bladder and bowel control, severe fatigue, hair loss, jaundice skin tone, confusion, mood swings, not able to work, and I had to have it removed on (B)(6) 2015. I lost 3 nerves and can possibly lose more in my groin, lost a piece of muscle the size of a baseball, severe hip pain and nerve damage and I am left with not full use of my left leg. I have pain the mesh caused and it runs from my hip all down my leg to my toes. If I hadn't gotten the mesh out my surgeon said the polypropylene was poisoning me, and I would have been dead by the end of 2015. I am a (B)(6) y/o male who perfectly healthy until I got a inguinal hernia and the mesh was put in me. My life has changed to the worse as I will always have breathing problems and loss of use of my leg.